Event description:
It was reported that the patient had a hematoma at the device pocket; on the neurostimulator site. There was no alleged product issue. The event was related to the procedure only. The healthcare professional had decided to vacuum the hematoma and expand the neurostimulator site. Examination was done on (B)(6) 2015 and actions taken were in-patient hospitalization, emergency room visit, urgent care visit, unscheduled clinic visit and other surgical intervention which had occurred on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# b0805382k, implanted: (B)(6) 2008, product type: lead. Product ID 3389-28, lot# b0805383k, implanted: (B)(6) 2008, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 64002, lot# 0205814515, product type: adapter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the patient had depression in their medical history.